Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 did not recover, and the problem appeared to be with the rails. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed with customer that the half height drawer 6 was not opened because one of the cubies was overstuffed with medication, causing the lid to bulge out and scrape against the top part of the chassis and confirmed that the customer had recovered the storage space and functionality was tested successfully. The system functioned as intended after the customer resolved the issue.